Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device was not working when the battery was connected was confirmed. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the handpiece device seized, and the housing was deformed/bent. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check proper function of the triggers, check for roundness, and check of free moving. It was noted in the service order that the device did not work when the battery was connected. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.